Event description:
The initial attorney report alleged pain, adhesion, and explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - repair of incisional hernia with composix kugel mesh. (Note: the pt's attorney alleges that two bard mesh were used in this surgery; however medical records provided indicate the placement of one mesh). On (B)(6) 2006 - f/u visit notes, incision healing well no signs of infection or recurrence. On (B)(6) 2006 - office visit notes, on exam a bulge in the pt's incision; likely a recurrence. Md notes the pt's job has heavy lifting demands and this likely has contributed to his recurrence. On (B)(6) 2006 - repair of recurrent incisional hernia. A composix ex mesh was placed over the composix kugel mesh and an add'l piece of composix ex mesh was placed cephalad to the new mesh. On (B)(6) 2006 - office visit notes two seromas stable in size. On (B)(6) 2007 - pt presents with some discomfort, especially to pressure over his previous incision line where he had incisional hernia repair. On (B)(6) 2007 - pt presents with abdominal pain. Pt states he is still having pain in the supraumbilical region, especially when he lifts heavy things or strains. There is evidence of diastasis of the rectus muscles. On (B)(6) 2006 - diagnostic laparoscopy with extensive lysis of adhesions and excision of all of the previously placed bard mesh. The composix kugel mesh was noted to have "curled upon itself". Mesh adhesions were noted to greater omentum, small bowel, and colon. The post operative diagnosis was incisional pain with diastasis recti.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. This is a pt with comorbidities of diabetes, sleep apnea, and hypertension who developed an incisional hernia following gastric bypass surgery. The info provided indicated that the pt was treated for seroma, adhesions and recurrence, all of which are known possible adverse reactions listed in the IFU. A review of the mfg records has been conducted and no evidence of a mfg related cause for the alleged event was found. Additionally, no same has been returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2008-00168 for info related to the composix kugel mesh implanted on (B)(6) 2005. See MDR 1213643-2008-00169 for info related to the composix kugel mesh alleged to have been implanted on (B)(6) 2005. See MDR 1213643-2012-00716 for info related to the other composix e/x mesh implanted on (B)(6) 2006.